Manufacturer narrative:
(B)(4). Date sent: 11/30/2022. Investigation summary: this probe was returned within its original packaging, with the tyvek still adhered. There was damage to the top corner of the package. The root cause of the damaged packaging is unknown. A search of nonconformities (ncs) was performed for lot ml22037568. There were no observed nonconformities for this lot.

Manufacturer narrative:
(B)(4), date sent: 3/16/2023. Investigation summary: call home was not reviewed as this complaint was for a probe packaging issue. This probe was returned within its original packaging, with the tyvek still adhered. There was damage to the top corner of the package. The root cause of the damaged packaging is unknown. A search of nonconformities (ncs) was performed for lot ml22037568. There were no observed nonconformities for this lot. H10 investigation summary.

Event description:
It was reported that during set up for a liver ablation procedure it was noticed that the plastic is of the package is cracked and the tyvek is ripped. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation is pending for the finished device lot number. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.